Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that the air bubbles were pea sized. Customer's blood glucose level was 331 mg/dl. Customer stated that the insulin was stored at room temperature. Customer was able to push the air bubble into the tubing and successfully purge air out of tubing using a 9.5 unit manual prime. No further assistance needed.